Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center picture went black. The issue occurred during a therapeutic hemicolectomy procedure during sedation device inside the patient which was completed with a back up device. There were no reports of patient harm.